Event description:
On (B)(6) 2010, patient reported he noticed that he can only wear the infusion headset of 1 day before it falls off. Patient stated he is shaving the area and using a prep wipe then blotting it dry. Patient reported when he inserts the headset into his site, he smooths down the adhesive. Patient stated there are high humidity levels where he lives. Advised patient regarding liquid adhesive. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.